Manufacturer narrative:
The device was received with ghosting display, after pressing any buttons, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and displacement test due to ghosting display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated when pressing the buttons the pump will start flashing then she would get a partial display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.